Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. The t:slim g4 pump user guide states: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded with cold insulin. During troubleshooting with tandem technical support, the customer was instructed on the load process. The customer stated to believe to have initially filled the cartridge with 30-40 units. The customer was able to complete the load process successfully and resume insulin delivery.